Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop & motor fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The event log registered 18 transducer faults with the pt801 pressure transducer. The root cause of the reported issue could not be determined as visual inspection discovered that the pt801 pressure transducer on the main pcba had been replaced or tampered with. During laboratory testing, the device operated properly and accepted all service calibrations.